Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 60mm abdominal aortic aneurysm. Vessel morphology was reported as the proximal neck diameter right below the renal arteries was 28mm. The proximal neck length was 20mm. During a routine follow up a CT scan and ultrasound identified a type ib endoleak. The physician attributed the endoleak due to disease progression. Two days later, the physician performed an intervention and implanted an iliac limb in order to extend down to the external iliac with subsequent embolization to the hypogastric. The intervention was successful and the endoleak was resolved. No additional clinical sequelae were reported and the patient is doing fine.